Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) had a disk boot failure. There was no patient involvement.

Manufacturer narrative:
Updated blocks: g5 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per field service representative, he changed the bios battery on the central control monitor (ccm) to resolve the issue. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician observed the ccm to display a 'disk boot failure' at startup due to the bios battery not having enough voltage. The battery measured 0.37 volts when it should be three volts.